Manufacturer narrative:
The y-piece of the returned rt116 adult anaesthesia circuit was visually inspected for a missing pressure line connecting port. Results: the breathing circuit package consists of a number of components grouped together during production. Upon investigation, it was confirmed that an incorrect type of y-piece connector, the one without a pressure line port, has been packed with the breathing circuit kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is most likely that operator error has resulted in an incorrect y-piece connector, the one without a pressure line port, having been connected with this breathing circuit. This is most likely due to a fault in the line clearance process. The new standard operating procedures (sops) have been put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. Our monitoring and trending of events involving missing or wrong components in breathing circuits has a rate in the last year.

Event description:
A hospital reported via a distributor that the pressure line connecting port was missing on the y-piece of an rt116 adult anaesthesia circuit. This was noticed before pt use. No pt consequence was reported.